Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged; however, after continued charging, battery was charged. Customer's blood glucose was 108-128 mg/dl.